Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It shows no signs of clinical determined no non conformities on the device. There was no damage to the silicone boots observed during the evaluation. Based upon the received condition of the device, the reported complaint for "silicone boot separated" could not be confirmed. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, two of the hemopro devices had the silicone separated on the jaws. The second device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report #2242352-2012-00485 for the related report.